Event description:
It was reported that eight days following a hand assisted sigmoidcolectomy, the patient returned with an abscess. The anastomosis fell apart and could not be corrected. Patient required a permanent colostomy.

Manufacturer narrative:
The complaint could not be confirmed because no device was returned for analysis. Complaint information is trended on a regular basis to determine if further investigation is warranted.